Event description:
MFR received a report from an attorney alleging that his client sustained a broken leg as a result of the front casters on a manual wheelchair breaking. The wheelchair involved has not been identified by model or serial number as an invacare product.